Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 3.50 x 24 synergy was deployed and a non-flow limiting dissection occurred. A 3.50 x 20 synergy was then deployed to cover the dissection. The procedure was completed and the patient was stable and fully recovered.